Event description:
The facility reported that a declot procedure was performed using a prolumen device. While the prolumen device was in use, it neared a pseudoaneurysm and a portion of the sinous wire broke off of the device. The broken portion of the s wire was retrieved from the graft using a snare. No patient complications were reported.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product evaluation.